Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. It was noted that the knots were loose and the patient's incision was opening. Additional information has been requested.

Manufacturer narrative:
(B)(4) - wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.